Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and was admitted into the intensive care unit (ICU) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 624 mg/dl while wearing the pod between 24 and 36 hours. The pod was losing connection on and off. Symptoms reported include vomiting and ketoacidosis; the type of ketoacidosis was not specified. The patient was treated with intravenous insulin. The patient reportedly is still at the hospital. The pod was removed at the hospital.